Event description:
It was reported that during a lap rectum resection procedure, an error code 5 appeared on the display of the gen04. The surgeon took back the device through a metal trocar. The device was taken off the handpiece and was reassembled using the torque wrench. The test mode afterwards took more time than normal. The device was reinserted through the trocar. The surgeon noticed on the monitor that the tip was not there any longer. The device was taken out. The tip could not be found in the pt. The surgeon chose not to do an intraoperative radiography.

Manufacturer narrative:
Date sent: 10/23/2008. Info anticipated, but unavailable at this time.